Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a (B)(6) patient with rickets was presented requiring a corrective osteotomy of the femur with an expert lateral femoral nail. The patient had a small intermedullary canal, measuring approximately 8-9 mm in diameter. Upon reaming with the front cutting 8.5 mm reaming head, the reamer head twisted and broke in the medullary canal. This was repeated and the second shaft and reamer head 8.5 mm also twisted and broke in the medullary canal. The broken fragments remains in the patient. This is 3 of 3 reports for the same event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The measurable dimensions of both flexible shafts were checked and found to be in compliance with the technical drawings and ao asif specification. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao asif specification and with the international standard for nitinol, 55ni-45ti. No product fault could be detected. We suppose that the reamer heads either came in contact with a metallic part or that they were not clicked on accordingly onto the flexible shaft. This has lead to the deformation of both flexible shafts. We do suppose that simply too much mechanical force, possibly hard bone, well beyond its calculated design was applied during the surgery which caused these damages. Note that both reamer heads are also broken off too.